Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient noted as high risk percutaneous coronary intervention was on an impella 2.5 for mechanical circulatory support. During impella support, access to the left femoral artery noted disease in the iliac. The medical staff continued with impella implantation. It was reported that the impella 2.5 was unable to be advanced due to the patient's vasculature. Ischemia was observed in the left femoral artery. This issue resulted in a surgical cutdown, and removal of the impella device. The procedural outcome is unknown.